Event description:
International affiliate reports the valve was implanted in 2002 in a pt after "sah". The valve pressure was adjusted a couple days later to expand the pt's ventricle. The following month an x-ray confirmed that the ventricle had expanded and the pt began expectorating blood. Spinal drainage was performed 2 days later with the valve remaining in place and the pt's condition improved. It was reported that 5 days later a drainage tube was broken by mistake. The pt developed meningitis, weak consciousness, and bleeding from the digestive tract. Surgery was performed 6 days later to clip and stop the bleeding. 8 days later the pt died from shock of blood loss.